Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found a leak in the light guide tube and a crack on the bending section rubber glue. The device failed the leak test and insulation test. As part of our investigation, olympus dispatched an endoscopy support specialist (ess) to the facility to observe their reprocessing practices and to provide reprocessing training or in-service. However, the facility declined the offer stating that reprocessing in-service is not needed as the competencies of the staff are up to date. Olympus followed up with the facility via telephone and in writing to obtain additional information but with no results. The cause of the reported event cannot be determined but the most likely cause of the reported event is due to improper maintenance of the device.

Event description:
Olympus was informed that the device failed culture test. There was no patient infection reported. No additional information was provided.